Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient identifier reflects the study number with codes for the hospital and patient. H3: other: engineering evaluation could not be performed as the device remains implanted. H6: evaluation codes investigation findings c19 refers to the product history review: a review of the manufacturing records indicated the lots met pre-release specifications. As primary relationship study-device related is mentioned in the study database. As the patient had on (B)(6) 2024, hepatic encephalopathy grade 1 which was solved on (B)(6) 2024, manufacturer report number 3007284313-2024-03045 was sent. As the patient had on (B)(6) 2024, hepatic encephalopathy grade 2 which was solved on (B)(6) 2024, manufacturer report number 3007284313-2024-03048 was sent. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore on 2/2/2024 from a study: on (B)(6) 2024, this 68-year-old patient underwent tips procedure for pre-operative tips and ascites. The patient was treated with a cook device and gore® viatorr® tips endoprosthesis with controlled expansion device to the portal vein. The study device was successfully delivered during the procedure. On (B)(6) 2024, it was noted the patient had hepatic encephalopathy grade IV related to the gore® viatorr® tips endoprosthesis with controlled expansion device. Inpatient or prolonged hospitalization was required for medical intervention using medication. The adverse event is still ongoing.

Event description:
The following was reported to gore on 2/2/2024 from a study: on (B)(6) 2024, this 68-year-old patient underwent tips procedure for pre-operative tips and ascites. The patient was treated with a cook device and gore® viatorr® tips endoprosthesis with controlled expansion device to the portal vein. The study device was successfully delivered during the procedure. On (B)(6) 2024, it was noted the patient had hepatic encephalopathy grade IV related to the gore® viatorr® tips endoprosthesis with controlled expansion device. Inpatient or prolonged hospitalization was required for medical intervention using medication. On (B)(6) 2024, the patient underwent a reintervention of reduction in which a gore® viatorr® device was used.

Manufacturer narrative:
B5 describe event or problem was updated. Neither clinical images enabling direct assessment of product performance nor the device was returned for evaluation. With the available information, we are unable to determine the cause of this incident and assign a root cause. In the IFU for the gore® viatorr® tips endoprosthesis with controlled expansion the following is stated: adverse events: potential clinical and device adverse events: possible adverse events and complications that may occur with the use of any gore® viatorr® tips endoprosthesis with controlled expansion or in any tips procedure and require intervention may include, but are not limited to: new onset or worsened hepatic encephalopathy.